Event description:
Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012 regarding an alarm and solution bag issue. The cg stated he was setting up the homechoice (hc) and broke the frangible. The cg stated he had to massage the plastic piece with his thumb to try to move it from the hole and it kept closing. The cg stated he changed out the solution bag only and added another bag to the line. Ps advised the cg that it is not recommended to disconnect and reconnect the supplies as there is a possibility of contamination. The cg understood. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product is confirmed due to the use error described by the home patient, who replaced and single solution bag and reused the setup for therapy. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.